Event description:
Inbound. Remodulin cassette causing legacy pump to alarm, is ninth cassette this month to cause alarm on all 3 pumps, pump will run for approximately one day, then alarm, lot 4096351. No further details provided.